Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Customer successfully started their sensor session after being guided through a pump reset by technical support, and the error code did not reappear.